Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, patient underwent posterior lumbar interbody fusion surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Allegedly," the patient's post-operative period has been marked by a period of improvement, followed by progressively worsening low back pain and radicular symptoms in both legs. Patient continues to experience severe and chronic low back pain, especially around his waist area."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.